Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right hip revision...due to periprosthetic femoral fracture. No more information is available per doctor." Spoke to rep. There are no allegations against the revised femoral head or poly liner. No further information will be released by the hospital or surgeon.